Event description:
During a coronary drug eluting stenting treatment procedure, the stent was not able to cross the lesion. However, the returned product confirmed that there was a break in the hypotube. A 3.00x12 mm taxus express2 drug eluting stent was unable to cross a severely calcified, progressively diseased lesion in the severely tortuous left anterior descending artery (lad). It was reported that the lad had 95 percent stenosis. The procedure was completed with another taxus stent. It was reported that the pt is in satisfactory condition.

Manufacturer narrative:
A review of the mfg records for these particular batches, namely top assembly batch #7498792 and sub-assembly batch #7489385, found that the device met its material, assembly and product specifications, at the time of release to distribution. Visual and microscopic examination of the device revealed that the hypotube had broken approx 22.5 centimeters distal from the catheter's strain relief. The device appeared to have been kinked at the point of separation. No issues were noted with the profile of the device which could cause a restriction to occur, the guide catheter was not returned for analysis. Microscopic examination of the balloon found no issues with the balloon material and/or the crimped stent. The root cause of the reported complaint cannot be determined.